Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted a 24mm wds. The closure device was deployed two (2) times, but the closure device kept falling out of the laa while checking the release criteria. The physician sized up to a 27mm wds. The new wds was inserted into the was and the closure device was deployed in the laa. The closure device was anchored well, and the physician continued to check the other release criteria. At this time, the patient's blood pressure dropped, and they experienced st segment elevation. The physician checked for a pericardial effusion but did not find one. The procedure was continued and successfully completed with the closure device implanted in the laa of the patient. An angiogram was performed which did not find any air embolism still present in the patient. Fifteen (15) minutes after the device was released the patient's vitals began to normalize. The physician decided that the air embolism had resolved, and no intervention or treatment was needed. The patient was observed for an additional fifteen (15) minutes before they were extubated, and the procedure was completed. The patient did not experience any other complications as a result of this event, and they are expected to make a full recovery.